Event description:
Customer reported an infiltration with a significant amount of saline and/or donor plasma caught in the interstitial spaces. The procedure was discontinued; ice was applied to the donor's veinipuncture site and no additional medical intervention was required.